Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about low blood results. Lowest blood test in memory - 55 mg/dl. Caller states her normally ranges from 90-100 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (55) and the highest normal result (100) is located in zone c. No adverse event reported.